Event description:
The patient reported numbness in their arm. The patient is currently deployed until early july and is unable to follow up with the implanting clinician. The device was programmed and working fine. However, the patient was instructed to stop wearing the device until they are able to get x-rays.

Manufacturer narrative:
The other adverse events questionnaire was completed with limited information.  Based on this review, implanting the device in an off-label location, inadvertently puncturing bone or tissue during the procedure, and the incident occurring before the implant have been ruled out as potential causes. The stimulator is used to treat pain. The cause of the numbness is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, conclusion has been selected as unable to determine root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in other adverse events issues. Other adverse events issue rates remain acceptably low; thus, CAPA is not required. Other adverse events issue rates will continue to be tracked and trended. Updated per FDA CAPA-2023-0013 correction 2.

Manufacturer narrative:
The unintended stimulation/new pain questionnaire was completed with limited information.  Based on this review, implanting the device in an off-label location, inadvertently puncturing bone or tissue during the procedure, and the incident occurring before the implant have been ruled out. The stimulator is used to treat pain. The cause of the numbness is unknown. Therefore, conclusion has been selected as no problem/fault found. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in other adverse events issues. Other adverse events issue rates remain acceptably low; thus, CAPA is not required. Other adverse events issue rates will continue to be tracked and trended.

Event description:
The patient reported numbness in their arm. The patient is currently deployed until early july and is unable to follow up with the implanting clinician. The device was programmed and working fine. However, the patient was instructed to stop wearing the device until they are able to get x-rays.